Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. It was stated that the customer was at basketball practice when the alarm occurred. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The device had cracked display window, case at display window corners, and reservoir tube lip.